Manufacturer narrative:
The device was received in the deployed position. Inspection of the needle mechanism assembly found no damages or deficiencies that would contribute in the reported needle mechanism failure. The environment seal and bottom housing were inspected and no damages, deficiencies, or evidence of the needle deploying into them were found. The needle mechanism was manually reset to the not deployed state, and then the needle mechanism was manually deployed. No damages or defects were observed that would prevent the needle from deploying as intended. The device ran for 1336 pulses and at least one bolus was completed. No problem was found.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached over 400 mg/dl. The ketones were positive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.